Event description:
It was reported that, pain at site. Pain when walking and stepping on leg. No swelling at site. Cannot lay on right side.

Manufacturer narrative:
The device was not returned. A device history records and complaint history records review could not be performed as the device was not properly identified. The event could not be confirmed. The root cause could not be determined with the limited information available at the time of the evaluation. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.